Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During an appointment on the (B)(6) 2022 affected channels were seen. Re-implantation is considered

Event description:
The user was seen for an appointment on the (B)(6) due to problems with the dl coil which were resolved in the clinic. Whilst in the clinic affected channels were seen and hearing performance with the device was affected. The user was re-implanted.

Manufacturer narrative:
Final report: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user was seen for an appointment on (B)(6) due to problems with the dl coil which were resolved in the clinic. Whilst in the clinic affected channels were seen and reportedly hearing performance with the device was affected.re-implantation is considered but no date has been set yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.